Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. During dft testing, device was unable to convert induced fast rhythms and high voltage lead impedance decreased to out of range. External defibrillator was applied. An alert of possible high voltage lead issue was noted. Both the ICD and lead were explanted.

Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 13.7 cm was returned for analysis. External abrasion was noted at 7.6-7.9 cm from the connecter pin, consistent with lead friction to the ICD can. Without the return of the entire lead a complete analysis could not be performed.